Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that the pump encountered positioning issues and introducer damage. During sheath removal, the impella was pulled out of the heart. An attempt was made to replace the impella but it could not cross the valve. An impella reaccess sheath was utilized and the impella was removed. A new 14 french tear away was placed and a new impella was placed without issue. Additional information noted the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome. The patient's peri-procedural condition was critical.